Manufacturer narrative:
The patient's device was not returned to zoll for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The patient alleged a rash under the electrode and on her back. It was alleged that she had an open blister. The patient reported using a cream per advice from the patient's nurse. Follow-up indicated that the patient temporarily removed the lifevest and was now wearing it. The patient reported that the blister under her electrode had gotten better.